Event description:
When pulling on white shield piece, it breaks and needle stays in tubing. Product removed, new product inserted.

Manufacturer narrative:
No sample sent for investigation. Unable to make any conclusions. If a sample is received and investigated, a follow-up report will be submitted. (B)(4). Date submitted: 04/30/2010.